Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was high impedance and increased threshold on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported there was high threshold. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).